Event description:
It was reported that the catheter became entrapped on the guidewire. A v-14 control wire and a 3.5mm x 40mm x 146cm coyote es balloon catheter were selected for use for a celiac stenting procedure. However, during the procedure, the devices became stuck. The wire was sloppy wet and the balloon was flushed with heparin saline. It was very difficult to pull off the wire. There were no patient complications nor injuries reported and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR.:returned product consisted of a coyote es balloon catheter. The shafts, tip, and balloon were microscopically and visually examined. There was contrast in the inflation lumen and blood in the guidewire lumen. The balloon was loosely folded bunched up. Inspection of the device revealed that the outer shaft and wire lumen were detached 5mm distal of the exit notch. The outer shaft was stretched from the exit notch to the balloon. The wire lumen was buckled from the separation to the tip. The distal tip was damaged. The confirmed damage to the device is consistent to be damage caused by the guidewire being stuck on the device during the procedure. Product analysis confirmed the reported event, as the damage to the device is consistent to be damage caused by the guidewire being stuck on the device during the procedure.

Event description:
It was reported that the catheter became entrapped on the guidewire. A v-14 control wire and a 3.5mm x 40mm x 146cm coyote es balloon catheter were selected for use for a celiac stenting procedure. However, during the procedure, the devices became stuck. The wire was sloppy wet and the balloon was flushed with heparin saline. It was very difficult to pull off the wire. There were no patient complications nor injuries reported and the patient was fine.